Event description:
It was reported to boston scientific corporation that an injection gold probe¿ device was used during an esophagogastroduodenoscopy (egd) procedure performed in the stomach on (B)(6) 2015. According to the complainant, during preparation, the physician found that the ceramic tip of the device was missing. The procedure was completed with another injection gold probe¿. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual analysis of the returned injection gold probe¿ revealed that the device has the distal tip broken; however, the rest of the ceramic distal tip is attached to the device in the distal section, evidence of it was attached correctly during the manufacturing process. The complaint was not confirmed, the device does not have the distal tip detached; however, the distal tip was broken in the distal section. The investigation concluded that manufacturing processes include controls and inspections to ensure that handle assembly catheter connection meet specification. Moreover, the review and analysis of all available information failed to indicate a root cause. The most probable root cause is ¿undeterminable.¿ a review of the device history record was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe¿ device was used during an esophagogastroduodenoscopy (egd) procedure performed in the stomach on (B)(6) 2015. According to the complainant, during preparation, the physician found that the ceramic tip of the device was missing. The procedure was completed with another injection gold probe¿. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of the tip detaching. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.